Event description:
Information received indicates the caster continues to swivel, but the wheel does not move when the brake is set.

Manufacturer narrative:
The technician found the casters were damaged causing the caster to swivel when in brake. The technician replaced two casters to repair the stretcher.